Event description:
The customer observed the alinity c processing module generated an instrument error message 5759 and the electrical connections were checked. A failure of the reagent loader cartridge sensor was noted and damage was also noted to the flat cable and sick senor cable due to a short circuit. The reagent loader cartridge sensor, flat cable, and sick sensor were replaced. The alinity c processing module was checked by removing and loading all the reagents on board and routine testing passed. No impact to patient management or impact to user safety was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The field service representative was troubleshooting the alinity c processing module and observed evidence of a short circuit of the reagent loader latch sensor cable and reagent loader cartridge sensor due to the parts being damaged. The reagent loader latch sensor cable and reagent loader cartridge were both replaced. There was no fire or smoke observed. Data and information provided by the customer were reviewed. The instrument service history for the alinity c processing module serial number (B)(6) revealed no additional issues of the module generating message code 5759 or damaged parts due to a short circuit. A review of complaint and trending data for the alinity c processing module did not identify any similar issues as described in this complaint. Additionally review of complaint and trending data associated with the reagent loader latch sensor cable and reagent loader cartridge sensor did not identify an increase in complaint activity. A review of the manufacturing documentation did not identify non-conformances or potential non-conformances were identified for the parts associated with this complaint. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity c processing module for serial number (B)(6) was identified.

Event description:
The customer observed the alinity c processing module generated an instrument error message 5759 and the electrical connections were checked. A failure of the reagent loader cartridge sensor was noted and damage was also noted to the flat cable and sick senor cable due to a short circuit. The reagent loader cartridge sensor, flat cable, and sick sensor were replaced. The alinity c processing module was checked by removing and loading all the reagents on board and routine testing passed. No impact to patient management or impact to user safety was reported.